Event description:
Philips received a complaint on an intellivue multi measurement server x2 indicating that there was no sound from the speaker. The device was not in clinical use at the time the issue was discovered. No adverse event or harm was reported.

Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer biomedical engineer (biomed). The biomed indicated that there was no speaker malfunction inoperative (inop) message and the speaker was not producing sound. The rse determined that the speaker would need to be replaced. Based on the information available and the testing conducted, the cause of the reported problem was a faulty speaker. The reported problem was confirmed. A replacement speaker was ordered and sent to the customer to resolve the issue. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. D4: product UDI - the manufacturing date for the reported device is prior to 24sept2016, therefore no UDI.